Manufacturer narrative:
This report is filed on august 03, 2017.

Event description:
It was reported that the patient experienced extrusion of the receiver-stimulator (date not reported). Treatment of the patient is unknown, additional information has been requested but not been made available as of the date of this report.